Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/07/2016.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy and a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh were implanted. Mesh was implanted (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient urinary frequency and urge incontinence.

Manufacturer narrative:
Additional narrative: reason for surgery: stress urinary incontinence with pelvic organ prolapse concurrent procedures: cystoscopy; pelvic prolapse procedure ¿ total vaginal hysterectomy with enterocele repair and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.